Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site.